Event description:
It was reported prior to use with bd pen ndl 32ga 4mm foreign matter was discovered on needle. The following information was provided by the initial reporter, translated from japanese to english: when removing the tear drop label, the customer found black fm on the pen needle. The customer did not use the affected product.

Manufacturer narrative:
The following fields were updated due to additional information: d.10. Device available for eval?: yes. D.10. Returned to manufacturer on: 1/25/2021. H.6. Investigation: two open 32g x 4mm pen needle samples were returned from lot. No. 0147014, cat. No. 320136. Visual examination was carried out on the returned samples and excessive lubricant on the non patient end of one of the samples was observed no issues were observed with the second sample. A lot history review was carried out and no related non conformances were raised in association with these packaged lots concluding all inspections were performed as per the applicable operations and met qc specifications. The most likely root cause of this issue is due to an overflow in the cascade on the pen needle line.

Manufacturer narrative:
Multiple lot numbers: there were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 0147014 medical device expiration date: 2025-05-31 device manufacture date: 2020-05-26 medical device lot #: unknown medical device expiration date: unknown device manufacture date: unknown a device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported prior to use with bd pen ndl 32ga 4mm foreign matter was discovered on needle. The following information was provided by the initial reporter, translated from (B)(6) to english: when removing the tear drop label, the customer found black fm on the pen needle. The customer did not use the affected product.